Event description:
It was reported that during the unk surgery, found clip fell off . Changed another two to continue the surgery, the same problem happened again. Changed the new one to complete surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 4/6/2026 d4: batch # a9da34 investigation summary the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual inspection of the returned er320 device showed no apparent external damage. Functional testing revealed the trigger could not be fully actuated because it was jammed. The device was disassembled for internal examination; the trigger was found broken, which prevented clips from feeding into the jaws. Eighteen (18) clips remained lodged in the clip track. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. Device history review a manufacturing record evaluation was performed for the finished device batch a9da34 number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.